Event description:
It was reported that a spectrum pump was under infusing zoledronic acid during therapy. The device was programmed to deliver at a rate of 400 ml/hr and the dose was 4 mg. The programmed amount was 100 ml for 15 minutes. There was approximately 25 ml left after the infusion was complete. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.